Event description:
Company received a report from a respiratory therapist that they noticed a visual alarm but no audible alarm when the spo2 was below the limit. There was no patient harm or medical intervention.